Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that after implant surgery, the healthcare provider put morphine in the pump anyways even though the patient was allergic to it. The patient went into a coma. It was reported that "it was 115 cc's of morphine." Shortly after the refill, the patient experienced short term memory loss. It was reported that this affected patient's cognitive decisions. The patient was arrested because he could not pass a sobriety test as a result of this side effects. It was noted that it was "...1 dose up from 115 and they were doing it by the book percentage." It was reported that the healthcare provider stated that the morphine was put in the pump because it does not affect patient's body the same when it is in the spine. The pump doctor stated the reason for coma was not the morphine, but the emergency room (ER) doctor stated it was. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.